Event description:
Premature detachment of a 6 x 25 interpaq within an av fistula. The coil prematurely detached and extended out of the basilar down into the upper vertebral artery. Further inquiry found that there was some resistance when physician pulled back. They were trying to reposition the coil. When they pulled back a little, they noticed that the dpu was freely moving and the coil had detached. They had not at any time tried to detach the coil. Patient status was that they were doing fine, on anti-coagulants (aspirin), and being watched for coil endothelisation. On a follow-up patient had been discharged and is reportedly doing good.